Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia surgical procedure (unknown if ports were placed on the patient), the customer reported that arm 2 was not reading the instruments, and they were going to have to convert to laparoscopic surgery because they needed all four arms. The customer informed this has been an ongoing issue and it happened in a procedure yesterday. The customer also informed they have checked all the presence pins on arm 2 and when they move an instrument from arm 2 to another arm, there was no issue. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa) testing. The unit was tested on an inhouse system when it passed in normal mode but did trigger error 22020 while installing instrument. The unit was tested on the pftp and failed carriage friction speed low on dof 5. The reported problem was confirmed via related notifications and replicated on system and while performing pftp testing. The dof 5 gearbox and rotor will be replaced as a fix. The complaint was confirmed based on the failure analysis. It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported that arm 2 was not reading the instruments and they are now going to have to convert to laparoscopic surgery because they need all four arms. The customer informed this has been an ongoing issue and it happened in a procedure yesterday. The customer also informed they have checked all the presence pins on arm 2 and when they move an instrument from arm 2 to another arm, there was no issue. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.